Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxi 600 access immunoassay system generated a false positive troponin I (accutni) result. Customer reported that the erroneous result was reported out of the laboratory. Customer reported that a scientist questioned the result. Customer reported that the repeated result was negative. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Evaluation method: customer declined service offer from bec field service engineer. Customer indicated they had no concerns with instrument performance. Reagent used in conjunction with unicel dxi 600 access immunoassay system: part number: 33340. Brand name: accutni, access, 2 x 50 tests. Lot number: 118708.